Event description:
Caller reported a malfunction on the pump, which caused the pump screen to go dark and the led to blink red around the pump button. Customer's blood glucose level rose to 513 mg/dl due to the issue. Technical support instructed the customer to charge the pump and assisted in resetting the malfunction code once the screen turned back on. Although the reset was successful, the malfunction reoccurred when the pump restarted. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.